Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now. Blood glucose value was 14 mmol/l. It was indicated that the customer did not receive a low battery alert prior to the alarm. Troubleshooting was performed. No power error detected alarm was found in the history. It was advised that the insulin pump would be replaced due to not receiving a low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No battery alert noted during testing.